Event description:
The customer reported that the system displayed an x-ray disabled error message that caused the system to lock up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The nodes were flashed and the system files were rebuilt. The system was then found to be operating as intended.